Event description:
It was reported, when using the bd vacutainer® sst¿ ii advance plus blood collection tubes. There was under-fill or low draw of the tubes with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated, "while using the tubes, there was a low draw issue".

Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes; d10: returned to manufacturer on: 2021-05-25. Investigation summary: bd received two samples for investigation. The samples were evaluated by functional testing. And the indicated, failure mode for 'underfill' with the incident lot was observed. Additionally, 18 retention samples from bd inventory were evaluated by functional testing. And the issue of 'underfill' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues, during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of the tubes with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "while using the tubes there was a low draw issue."